Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing. The patient experienced near syncopal episodes. The patient also has an automatic cardioverter defibrillator(aicd), which was implanted after the ipg. The patient exhibits atrial fibrillation and atrial flutter. It is also noted that the patient has experienced several 'external cardioversions'.